Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. The complaints for "navigate and position catheter to target location - valve alignment difficulty or inability - gross alignment" and "navigate and position catheter to target location - valve alignment difficulty or inability - fine adjust" were unable to be confirmed due to unavailability of the complaint device and/or relevant applicable imagery. As the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance could not be determined. A review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. The complaint for "withdraw catheter and valve through vasculature / sheath - difficulty or inability to withdraw system with valve through vasculature" was confirmed based on the applicable imagery. As the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance could not be determined. A review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. "Navigate and position catheter to target location - valve alignment difficulty or inability - gross alignment" and "navigate and position catheter to target location - valve alignment difficulty or inability - fine adjust": as reported, "due to a very tortuous descending aorta it was challenging for the physician to find a good straight part for the balloon alignment. Therefore the commander system was quite curved during pulling the balloon catheter for balloon alignment. For a brief moment under x-ray it looked as if the stent frame/some of the struts had tilted with the pusher. Next the physician did use the adjustment wheel to pull the balloon further into the valve. But after 3 or 4 turns it was not possible to turn the wheel more times. Therefore the physician tried to move the balloon catheter back and forth, but it was not possible to move the balloon further into the valve." It is possible that tension was introduces onto the delivery system and resulted in the reported multiple attempts to align the valve onto the valve alignment markers. Based on the tortuosity of the patient, the valve alignment could be performed in a non-straight position (tortuous) vasculature, which could cause the thv to become unseated (non-coaxial placement of valve in relation to the flex tip). The unseated thv can result in higher-than-normal alignment forces creating high tension in the system, which can consequentially lead to the reported valve alignment difficulties. Without applicable patient/procedural imagery, a definitive root cause is unable to be determined. Available information suggests that patient (tortuosity) and/or procedural factors (valve alignment in non-straight section) may have contributed to the complaint event. Withdraw catheter and valve through vasculature / sheath - difficulty or inability to withdraw system with valve through vasculature: the complaint description states that "the physicians decided to remove the commander system with the e-sheath, but it was not possible to bring the valve into the distal tip of the e sheath to remove safely. Approximately 2 cm before the distal tip of the esheath the stent frame got stuck in the right vessel." The presence of tortuosity can result in sub-optimal angles during delivery system that may lead to non-coaxial alignment between the delivery system, crimped valve and sheath tip. Such non-coaxiality can contribute to withdrawal difficulties as the crimple valve was stuck in the right vessel. As such, available information suggests that patient factors (tortuosity) and procedural factors (non-coaxial withdrawal) contributed to the reported event.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Per report received from germany, it was a case of an implant of a 29mm sapien 3 valve in aortic position by transfemoral approach. The crimping was completed according to IFU. A bav was done successfully with a 25mm balloon (nominal filling). Due to a very tortuous descending aorta it was challenging for the physician to find a good straight part for the balloon alignment. Therefore, the commander system was quite curved during pulling of the balloon catheter for balloon alignment. For a brief moment under x-ray it looked as if the stent frame/some of the struts had tilted with the pusher. Next, the physician used the adjustment wheel to pull the balloon further into the valve; however, after 3 or 4 turns it was not possible to turn the wheel any more. Therefore, the physician tried to move the balloon catheter back and forth, but it was not possible to move the balloon further into the valve. Under x-ray there were no visible problems like a damaged stent strut. Because of the fact that it was not possible to move the balloon further into the valve without using much force, the physicians decided to remove the commander system with the e-sheath, but it was not possible to bring the valve into the distal tip of the sheath to remove it safely. Approximately 2 cm before the distal tip of the esheath the stent frame got stuck in the right vessel. The next step was conversion to vascular surgery. The surgeon used an occlusion catheter (insertion via left vessel) and opened the right vessel. The part of the vessel where the valve got stuck was between the femoralis and iliac. The whole system with the valve was be removed safely. No damage on the balloon or of the stent or valve itself could be observed. After removing the whole system, the physician tried to move the catheter and adjustment wheel. Bove worked again. The patient was stable after the procedure. The final patient outcome is not available yet and the physicians are discussing further treatment options of the patient.

Manufacturer narrative:
Updated data: b4, g3, g6. Corrected data: h1.